Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's had a high blood glucose of 450 mg/dl due to the infusion set falling off of the customer. No significant events caused the set to fall off. The caller did not mention any symptoms or treatments of the high blood glucose. The insulin pump was not returned for analysis.